Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit is not functioning correctly, it was operating without user activation. It was further reported that the unit was used during a case but no adverse consequences were reported to the pt.